Event description:
It was reported that after a primary infusion of an unspecified medication completed there was medication left in the syringe.

Manufacturer narrative:
The customer¿s report of residual volume left in syringe after the infusion completed was confirmed. Investigation was a log review only; no devices were returned. The pcu event log shows syringe module s/n (B)(4) received a remote IV request for drugid 154 at 8:52 am on (B)(6) 2019. The user selected a 10ml bd syringe with 9.7263ml detected and then started the infusion running at 0.42ml/hr with a vtbi of 9.7263ml. At 10:46 am, the user programmed and started a bolus of 0.06. At 10:49 am, the bolus completed, and the device transitioned back to the primary infusion running at 0.42ml/hr. At 6:06 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 0.42ml/hr. At 6:08 am, the device was channeled off. At 6:10 am, the device received a remote IV request for drugid 154. The user selected a 10ml bd syringe with 9.7159ml detected and then started the infusion running at 0.42ml/hr with a vtbi of 9.7159ml. At 11:56 am, the user programmed and started a bolus of 0.06. At 11:59 am, the bolus completed, and the device transitioned back to the primary infusion running at 0.42ml/hr. At 1:13 pm, the infusion was paused and then restarted at 1:15 pm. At 2:18 pm, the infusion was paused and then restarted at 2:20 pm. At 5:32 pm, the user programmed and started a bolus of 0.06. At 5:36 pm, the bolus completed, and the device transitioned back to the primary infusion running at 0.42ml/hr. At 6:07 pm, the infusion was paused and then restarted at 6:09 pm. At 6:26 pm, the infusion was paused. At 7:06 pm, the device alarmed for check syringe. At 7:09 pm, the device was channeled off. The volume recorded as being infused during this period was 16.4771ml with a residual volume of 2.975ml in the syringe installed at 6:10 am. The root cause of the customer¿s report of residual volume left in syringe after the infusion completed was identified as due to the user channeling off the device prior to the infusion completing.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices returned; log review only.

Event description:
It was reported that after a primary infusion of an unspecified medication completed, there was medication left in the syringe.